Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the severely calcified left common femoral artery using the pre-close technique via an 18f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the needles did not catch the cuffs when pushing down the plunger [suture retrieval issue]. This occurred with five prostyle devices in a row. The tavi procedure was completed with the 18f sheath. An additional non-abbott device was used to close the artery, but occluded the vessel requiring surgery. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A production record review for this product was not performed because the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.